Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had high thresholds. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.